Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient's legal counsel reported patient underwent left hip revision approximately ten years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04014-2, 0001825034-2018-01501.

Event description:
Patient¿s legal counsel reported patient underwent a revision due to patient allegations of pain caused by elevated ion levels.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The cup is seized with the head. Debris remains affixed to the porous coating. Dried debris is present around the rim. During the evaluation, the devices were dropped on the table and became dislodged. Scratching was observed on the inner radius. The cup and head were seized by a dried brown liquid. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided revision op notes. Review of the revision op notes reveal patient underwent a right hip revision procedure approximately ten (10) years 5 months post implantation. Revision operative findings revealed immediately upon entry of the capsule, surgeon noted there was a significant amount of grey-green murky fluid that had no foul odor to it. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.